Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm6; -8.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was indicated that the patient had residual refraction after implantation. Lasik surgery was performed initially on (B)(6) 2022 and a lasik revision on 27-jul-2022. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.